Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, nonconforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, nonconforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported "during insertion of the 511sd he found that the blade is exposed for an extended period" during surgery occurred possibly due to a partially separated end cap on obturator handle. The end cap was inspected and found to have been improperly welded to obturator handle during assembly process. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during the procedure. It was reported by the affiliate that the surgeon "refused to upgrade to the dilating tip trocar, due to his concerns of pt safety on insertion of the trocar." During insertion of the 511sd he found that the blade is exposed for an extended period due to the safety shield being held in the reverse position. There was no pt consequence.